Event description:
It was report that during an intravascular ultrasound (ivus) of the right renal artery, there was a "fracture" (detachment) of the distal part of the catheter during withdrawal. The detached piece released into the blood flow and it was carried up with subsequent embolization to the posterior tibial artery, where it was surgically removed. The physician used another same device and completed the procedure. The patient is in stable condition. Note: this is the second of two events that occurred during this case. Reference MFR# 2939204-2008-00560 for the other report.

Manufacturer narrative:
The directions for use states in the indications for use: this catheter is intended for ultrasound examination of coronary intravascular pathology only. Intravascular ultrasound imaging is indicated in patients who are candidates for transluminal coronary interventional procedures.